Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a visipro balloon expandable stent with a 6fr non-medtronic sheath and a 0.014¿ guidewire during treatment of a calcified fibrous plaque lesion in the patient¿s proximal subclavian artery. Lesion exhibited cto (chronic total occlusion-100%) stenosis. Artery diameter reported as 7mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not post-dilated. The device did not pass through a previously-deployed stent. Severe resistance was encountered when advancing the device. Excessive force was not used. Tracking difficulty during initial advancement was reported. The guidewire was hydrated at prep. It was reported the stent came off the delivery system undeployed. The physician attempted to snare the stent, however this was unsuccessful and the patient had to have vascular surgery to remove the stent. The surgery was successful and the stent was removed. Procedure was aborted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.